Event description:
The account alleged the foot hi/low is drifting down slowly. No patient impact.

Manufacturer narrative:
The account replaced the hi/low foot down valve and the issue remains. The technician told the account to replace the foot hi/low up valve and if it still drifts after that, replace the manifold. No further information is available on the repair of the bed at this time.